Event description:
Guide wire broke in a guide catheter. Break was noticed before wire tip was out of guide catheter all together. All pieces of the wire were removed from the pt. No pt problems were incurred.